Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that the ins had not been charging or connecting to the recharger for about a year and half. The patient stated that they were doing stimulation cell therapy and had turned the ins off; when the patient turned it back on it was not programmed correctly. The patient met with a manufacturer representative for programming and it was adjusted so high that every time the patient would step it would feel like their leg would spring up and it made it hard to focus. The patient shut off the ins and did more stimulation cell therapy and then was not able to turn the ins back on and there was a loss of therapy. The patient was directed to their healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was turned off at stem cell and the device would not connect/ find/ charge after being off for those 6 months. Patient was told they would have a rep appointment but never did and are still trying to connect to charger. Issue not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep) reporting that the patient¿s device was overdischarged. It was indicated that the patient had just moved back to the area to take care of their dad, which they stated may have contributed to the issue. The performed a trickle charge, the por (power-on-reset) was cleared and the issue was resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Patient code (B)(6) omitted from initial report. If information is provided in the future, a supplemental report will be issued.